Event description:
The reporter called for mother while visiting, and stated that a meter to hcp meter comparison test was done due to recent low readings. The meter read 34 mg/dl, visiting nurse's meter (type unknown) result was 196 mg/dl. Several (3) other tests were similar; no specifics given. The lifescan rep discussed storage temperature (it was stated that house was warm, keeps strips in capped vial) and coverage. Does not test daily; strips possibly open>3 months. On follow-up, patient was not up to doing a control test, and no further information could be obtained from her.